Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced impedances >40,000 ohms. No details regarding the reason or effects of the high impedances were reported. Additional info has been requested, but was not available as of the date of this report.